Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented for a follow up in clinic. Upon interrogation, it was observed the atrial lead had no capture at max output. Programming changes were made to address the issue. The patient was stable and will continue to be monitored.